Manufacturer narrative:
H3, h6: one 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion device was returned with a fractured anchor attached. Visual inspection shows the condition of the anchor aligns damages from torque/force and twisting. The symptoms can be due to an inadequate bone hole or loss of axial alignment. Nearly the entire anchor was affected. The inserter fork tines remained attached and were not damaged. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during the right shoulder rotator cuff repair the twin fix anchor broke when it was screwed-in, the broken piece was retrieved from the patient. The procedure was successfully completed without delay using a back-up device in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.